Manufacturer narrative:
This report is submitted on march 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral antibiotics, however the issue could not be resolved. The device was explanted (date not reported). Re-implantation is planned but has not taken place as of the date of this report.